Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 400 mg/dl to 500 mg/dl. Customer¿s current blood glucose level was 305 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with insulin drip. Customer stated that the alleging insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer troubleshooting was declined. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.